Event description:
It was reported that after a few injections, the generator began displaying error message 205. This error prompted the team to disconnect and reconnect the delivery devices electrical cable from the generator. After reconnecting the handpiece, they were able to perform one more injection without a notification. Subsequent injections consistently triggered the error message thereafter. Despite these interruptions, the surgeon managed to complete the procedure with a total of 15 injections. Patient complications were reported as discomfort and pain, but it is unknown if the device or procedure was the cause or contributed to the patient complication.

Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the delivery device (dd) did not reveal any abnormalities. The syringe was not returned along with the dd. During mechanical testing, the dd needle retracted and deployed as intended. Functional testing was performed with demo syringe since the original was not returned. The dd successful primed and delivered pretreatment, and 5 full treatments without any issues or errors; the reported error message 205 could not be confirmed. Based on the device analysis results and information available, there were no device issues detected during visual, function, and mechanical analysis of the dd. The patient symptoms of pain and discomfort are known risk associated with the procedure and device; therefore, anticipated.

Event description:
It was reported that after a few injections, the generator began displaying error message 205. This error prompted the team to disconnect and reconnect the delivery devices electrical cable from the generator. After reconnecting the handpiece, they were able to perform one more injection without a notification. Subsequent injections consistently triggered the error message thereafter. Despite these interruptions, the surgeon managed to complete the procedure with a total of 15 injections. Patient complications were reported as discomfort and pain, but it is unknown if the device or procedure was the cause or contributed to the patient complication.